Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on rows 1-2 from the proximal edge are misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified that the entire length of the lumen was kinked. This type of damage is consistent with excessive force being applied to the delivery system. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 100% stenosed chronic total occlusion was located in a mildly calcified and severely tortuous left circumflex artery. The vascular access site was right radial. There was a forty five degree bend in the lesion. The lesion length was 22mm with a diameter of 2.25mm. The lesion was de novo and the shape was eccentric. The lesion was predilated with a non bsc balloon which was inflated six times at twelve atmospheres each time for 9 seconds. The percentage of stenosis afterwards was 50%. The physician attempted to implant the 2.25x24mm taxus liberte stent, however it was unable to cross the lesion due to the vessel tortuousity. The physician withdrew the stent and found the stent struts were raised. The procedure was not completed due to this event. No symptoms were observed. The patient status is listed as stable.